Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working and has a blank display before and after a battery change. Customer's blood glucose was 465 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the display screen corners and there is moisture under the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates and the pump functioned properly. No blank display or display anomalies were noted. The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, or excessive no delivery tests due to the alarm. The pump passed the self test, unexpected restart, displacement and all operating current measurements. However, moisture damage was found on the electronic and motor assembly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. No cracked display window was noted.